Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v205088, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: v205088, ubd: 28-jan-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that prior to the patient having the device implanted, the patient was voiding every 45 minutes and had no control of urine; their urologist settled on two problems: the patient¿s bladder was not emptying completely, and it was being overactive. After the device was implanted, the patient had control and had no wetness while on a program with intermittent signal, sixteen pulses and then a pause for the equivalent of six pulses. It was noted that the patient was sometimes aware of the pulses in the left labia. The battery in the device died in the (B)(6) of 2015 and the patient was back to running to the bathroom, wearing pads, and had miserable bladder cramps. The physician thought they would only replace the device, but a manufacturer representative present during the surgery noted that the lead needed to be replaced as well. No further complications were reported/anticipated.